Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the pressure setting on the device could not be changed. According to the report, the device was later able to be adjusted and there was no reported impact to the patient. Reportedly, the product remained implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.